Event description:
Us customer contacted cepheid to discuss patient results. Customer reported getting discrepant results on a total of 126 samples across 9 instruments on site (B)(6) 2022. Provider was aware of all results and concerned about the number of positives that day with some being questionable. They had 129 samples that had resulted positive sent to the reference lab for additional testing before reporting results out to the patients. Of these 129 samples, only 6 resulted positive at the reference lab. The customer stated that all 129 patients also went to another site to be tested where a total of 8 patients tested positive which included the initial 3 reference lab positives the customer was aware of. Customer also stated that 6 samples were retested on site and got repeated positive results, but ts was unable to find these tests in the data due to repeated patient ids and sample ids, but customer provided ts with test start times. This report is for 8 samples tested using xpert xpress cov-2/flu/rsv plus all from the same lot. All tests were run with sars-cov-2 adf only. (B)(6).

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Customer reported getting discrepant results on a total of 126 samples across 9 instruments on site (B)(6) 2022. Provider was aware of all results and concerned about the number of positives that day with some being questionable. They had 129 samples that had resulted positive sent to the reference lab for additional testing before reporting results out to the patients. Of these 129 samples, only 6 resulted positive at the reference lab. The customer stated that all 129 patients also went to another site to be tested where a total of 8 patients tested positive which included the initial 3 reference lab positives the customer was aware of. Customer also stated that 6 samples were retested on site and got repeated positive results, but ts was unable to find these tests in the data due to repeated patient ids and sample ids, but customer provided ts with test start times. This report is for 8 samples tested using xpert xpress cov-2/flu/rsv plus all from the same lot. All tests were run with sars-cov-2 adf only. All patient samples are nasal swabs collected on (B)(6) 2022 from asymptomatic patients. Customer states samples are collected and sealed in a biohazard bag which is put in a cooler and transported to the testing lab every 15 minutes; all samples are tested within an hour of being collected. Samples are then stored in the refrigerator after testing, these samples were transported to the reference lab in a cooler on ice packs. (B)(6). Customer suspects contamination. According to customer there was no harm to patients. The likely root cause is contamination and/or carryover. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.